Event description:
It was reported that, since the pump was implanted, the patient had problems. The first thing the patient noticed was pain where the incision and pump were. After surgery, the patient felt great for about 7 days, so the patient¿s increased pain started 7 days after surgery. The patient initially thought it was incisional pain and took norco to handle it. It was doing fine, so the patient stopped taking norco. The patient then started having ¿really massive¿ bloody diarrhea, so he went to the hospital, telling them that ¿something wasn¿t right¿. A computed tomography (CT) and blood work were done and they said that everything seemed fine. It was also stated that the patient¿s bloody diarrhea started the day after surgery. The patient then started noticed an increased pain level. The staples were also coming out and they were ¿stabbing¿ him, so they pulled out a couple of staples and left the rest in place. This occurred ¿3 days before¿. However, the exact date was unclear. A week after implant, after the staples came out and even before that, the patient was having problems but the patient¿s healthcare provider (hcp) went on vacation until the middle of (B)(6) 2015. The patient talked to his nurse. On the day prior to this report, he went to urgent care and the hospital to get ¿checked out¿ because he didn¿t know if things were working or not. The nurse said that some things were normal but some ¿she just doesn¿t know¿. The patient wanted to call the manufacturer for advice. The patient was able to ¿rule most of it out¿. The cause of the patient¿s bloody diarrhea couldn¿t be determined. It was said that it could have been ¿an abscess or something¿ and work-up would be needed. At the time of this report, it seemed to have fixed itself. Ten days after surgery, the patient saw his managing hcp and he took out all of the staples. At this time, the patient explained to this hcp why the patient previously had to have 3-4 staples removed. On monday, the patient went to the hospital and, on wednesday the patient went to urgent care. Exact dates were unclear. The pump area was irritated and swollen. Seven days after implant, it was very swollen and was still swollen at the time of this report. The patient¿s back incision was great and was not swollen or irritated. When the patient saw the hcp, he said they would have to make some adjustments and in 1-3 months, they would have to make medication adjustments. The patient also had leg and back pain, which had gotten worse. On (B)(6) 2014, the patient noticed a big difference and noticed something was wrong. The patient spent half of that day and half of the following day in bed. On (B)(6) 2014, the patient called the nurse. He felt like he did before surgery. The patient was concerned that the pump wasn¿t working. This may have been because the patient never got used to the morphine, even when he was taking oral morphine. It was stated that ¿maybe something is pinched or clogged¿. The patient¿s hcp gave him 20 norco pills or one pill per day. The patient started at a dose or concentration of ¿1¿, but the hcp increased it to ¿2¿ about 10 days after implant. However, the hcp didn¿t change the ¿drip¿. The ¿drip¿ was still the same and ¿maybe where we went wrong¿. The ¿drip¿ was still at the lowest possible. The patient was ¿at 0.1 or something¿, but it was at the slowest drip possible. The device system was used to deliver morphine. The cause of the event, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).